Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition. There was no evidence of the battery depleted alarm in the event log but there was a high pressure and no disposable alarm messages found in the event log. A full functional check of the pump was performed and they were unable to duplicate the customer's problem. No fault was found with the pump upon functional and visual inspection.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a constant battery depleted alarm. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.

Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. No problem was found with the pump displaying "constant battery depleted alarm" message during the investigation with the customer's returned program. There was no fault found with the system. The customer's problem could not be duplicated.